Manufacturer narrative:
No device sample was returned for analysis, manufacturing records reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident could not be unconfirmed.

Event description:
This incident was reported by the patient to the manufacturer, and limited information has been made available. The patient alleges that multiple lenses have become damaged during use. The patient alleged that on one occasion the damaged lens remained in the eye which required removal by an ophthalmologist and led to an infection, type, severity, treatment and outcome not reported. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the allegation of eye infection with the lack of medical information, unconfirmed diagnosis, unknown patient resolution and potential for serious or permanent injury associated with some ocular infections. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.